Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed.  The reported problem (failed incoming testing) has been confirmed.  Upon investigation the monitor failed incoming tesing and displayed a service code 204 (belt/monitor unusable).  The cause for the failure was isolated to shorted insulated-gate bipolar transistors (igbts) q13 and q17 on the defibrillator pca, and a shorted u409 component on the pca board. The root cause for the shorted transistors and u409 could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor failed incoming testing.